Event description:
It was reported that, during servicing by medtronic service personnel, these 980 ventilators did not pass the short self test (sst). There was no reported patient involvement.

Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, during servicing by medtronic service personnel, this 980 ventilator did not pass the short self test (sst). The device was available for evaluation. While the service personnel (sp) was servicing the 980 ventilator, sp found unit did not pass the short self test (sst). Sp replaced the breath delivery (bd) flow sensor and inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The bd flow sensor was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. The ifm pcba was returned to medtronic for analysis. Visual inspection showed no anomalies. The returned ifm pcba was attached to failure investigation test ventilator for analysis. The unit powered up and failed the extended self test (est) circuit pressure test for inspiratory autozero solenoid failure. After a thorough investigation, a faulty autozero solenoid (so1) on the ifm pcba was identified. Analysis determined the ifm pcba was prior to the implementation of a change to address autozero solenoid (so1) failures. Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the reported issue was isolated due to faulty so1 on the ifm pcba. The serial number of the ifm pcba is in scope of an internal existing corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.